Event description:
It was reported that the patient was very pleased with the stimulation overage and relief, however, the location of the implantable neurostimulator (ins) was causing her pain near the device pocket and in the sciatic area. The patient felt that the ins was sitting on a nerve and was aggravating the sciatic pain. The ins was moved from the right low back area to the right flank to address this issue. About 2 weeks later, the patient reported that the new placement of the ins had resolved the issue. The patient had no pain the day after the revision procedure and the different pre and post op was like ¿night and day.¿ the patient was pleased with the outcome and she was feeling stimulation where she needed it. The patient was receiving effective therapy.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).